Manufacturer narrative:
Evaluation: event is currently under investigation.

Event description:
A heavy duty newton wire was used in placement of a dawson-mueller pigtail catheter chest drain into the right pleural space for a pt who had pleural effusion. Using CT guidance, an introducer needle was advanced into the pleural space on the right. Once pleural fluid was obtained, an .035 guidewire was advanced into the pleural space. A track was dilated with a 10-french dilator and a 10.2 fr multisidehole dawson-mueller pigtail catheter was then inserted over the .035 guide wire into the right pleural space. During the procedure, the newton wire frayed and the radiologist was unable to withdraw the wire after the chest drain was in place. He had to remove the entire system and chest tube was inserted successfully and was removed two days later.